Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different model and different power lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted in secondary procedure due to patient reason was "inability to see well or use eyes together" and clinical reason was reported to be "patient had corneal transplant which changed his biometry". The iol was replaced with unspecified lens approximately eight months after initial procedure. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).